Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the groshong catheter was returned with a short segment of catheter attached to the two-piece connector assembly. A functional test of flushing the catheter with water using a 12ml syringe was performed. A leak was observed leak between the 51 cm and 52 cm depth marks. A microscopic observation revealed a puncture-like split where the leak was found. A slight depression was observed along the edges of the split. The catheter was dissected for inspection of the inner wall, and the edges were also observed to have a slight depression. The observed damage can occur due to excessive manipulation of the stiffening stylet within the catheter; however, it appears that other factors may have contributed to the observed catheter damage. This complaint will be recorded for future trending and monitoring purposes. A second device was not returned for evaluation, as such the second complaint remains inconclusive.

Event description:
It was reported that water sprayed out when the conduit ruptured during placement. No further information was provided. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.